Manufacturer narrative:
(B)(4). They are using the device more than 2 years the instrument was returned with the jaws over twisted. Upon firing of the device, the clips were ejected due to the condition of the jaws.an investigation has been initiated to address the potential root cause of the dropping or ejected clips.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, after lock in place a vessel should be clipped. During closing, the clip jumped out of the ligaclip. The surgeon was uncertain and so he changed the ligaclip. He opened a new device in order to finish the surgery. There were no problems with the second device. There were no adverse consequences for the patient.